Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the patient was getting ready to be discharged. The hemovac wound drain that was placed during the spinal fusions needed to be pulled. The resident on call came to pull the drain and the drain broke while it was being removed. The tip remained in the patient. The patient then went to the or for an I & d. The incident extended the patients length of stay by 1 -2 days. The healthcare facility additionally indicated that the issue occurred on (B)(6) 2025 and noted the department in question as child health. This notice serves to request submission of any investigative actions undertaken (along with associated findings) and corrective measures implemented in respect of this report as soon as possible.

Event description:
It was reported that the patient was getting ready to be discharged. The hemovac wound drain that was placed during the spinal fusions needed to be pulled. The resident on call came to pull the drain and the drain broke while it was being removed. The tip remained in the patient. The patient then went to the or for an I & d. The incident extended the patients length of stay by 1 -2 days. The healthcare facility additionally indicated that the issue occurred on (B)(6) 2025 and noted the department in question as child health. This notice serves to request submission of any investigative actions undertaken (along with associated findings) and corrective measures implemented in respect of this report as soon as possible.

Manufacturer narrative:
The reported event was inconclusive because this investigation did not result in any additional findings and no sample was available for evaluation. No actions can be taken at this time since a root cause was not identified. A DHR review is not required as the lot number is unknown. The instructions for use were found adequate and states the following: indications: warnings: when placing drain(s), care should be taken to ensure that the perforated portion of the wound drain lies completely within the confines of the wound. Wound drains are used to remove exudates from wound sites. Read product insert provided with the closed wound evacuator for detailed instructions, warnings and precautions associated with the use of the evacuator device. To avoid the possibility of drain damage or breakage: ¿ additional perforations should not be made in the drains. ¿ avoid suturing through drains. ¿ drains should lie flat and in line with the skin exit areas. ¿ particular care should be taken to avoid any obstacles to the drain exit path. ¿ drains should be checked for free motion during closure to minimize the possibility of breakage. ¿ drain removal should be done gently by hand. They should not be handled with pointed, toothed or sharp instruments which could cause cuts or nicks and lead to subsequent structural failure of the drain. ¿ surgical removal may be necessary if drain is difficult to remove or breaks. After use, this product may be a potential biohazard. Handle and dispose of in accordance with accepted medical practice and applicable local, state and federal laws and regulations. Caution: federal (u.s.a.) Law restricts this device to sale by or on the order of a physician. Correction- b, e. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.